Event description:
The plaintiff's attorney alleged that the decedent experienced a unspecified injury and subsequently expired on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
(B)(4). The additional information received does not indicate that the patient has expired as it was previously reported. Requests for clarification and circumstances surrounding the event have been made and will be submitted upon receipt accordingly. As a result, section b5 and the patient codes have been updated per the additional information received at this time. This is one of two device reports for this event; the associated MFR report numbers are 1225714-2014-14075 and 1225714-2014-14076.

Event description:
Additional information received alleged that the patient experienced a stroke.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.